Event description:
A pt reported experiencing inaccurate erratic results with an induo meter. Pt performed 3 meter to lab comparisons, two of which failed. The pt's blood glucose results on the meter was 4.7mmol/l and 6.5mmol/l on the lab with a difference of 28%. The second test was meter-11.0mmol/l and lab 8.0mmol/l with a difference of 37%. Both sets of tests were done within 5 mins. Pt did not experience any adverse events. No further info has been reported.